Manufacturer narrative:
Product complaint (B)(4). Additional information provided: due to the hemostasis issues, the surgeon started changing his procedure technique to eliminate contributing factors. He also started inspecting the anastomoses more thoroughly. Many of his cases had immediate bleeding from the staple line, however a specific number of patients could not be provided. All hemostasis issues were intraluminal; no intraabdominal bleeding has been identified. His standard routine was to perform an air leak test. In addition to this, he started performing proctoscopy/sigmoidoscopy to inspect the anastomotic staple line. He noted that there does not always seem to be a clean cutline. When bleeding is identified during endoscopic inspection at the end of the case, he places clips along the staple line. In a small percentage of his cases, delayed bleeding has occurred (specific number unknown). In this case, the patient was transferred to the ICU following the procedure and received a blood transfusion. When asked about staple formation, the surgeon commented that he has noticed irregularity in anastomoses. He does not know if it is the cutline or staple line that is contributing to the bleeding but he believes that both the staples and the cutline are sometimes irregular. He could not describe the specific shape of the staples, just that they looked different. When asked where in the green gap setting scale the indicator was located prior to firing the response was that in recent months he started taking it to lowest end of range. When asked if he ever had difficulties firing the device, the surgeon responded that he does not remember a single instance when he could not fire plastic to plastic. He stated that he likes to hear and feel the firing. He squeezes plastic to plastic and waits 10 seconds after firing. He then always checks for complete donuts. When asked if he also checks for complete transection of the cutting washer when inspecting the donuts, he stated that the washer is always inspected and staple line dehiscence is never an issue; there have been no problems with the cutting washer. When asked about anastomotic technique, the surgeon stated that he typically uses the triple staple technique. However, he did change to doing side-to-end anastomoses and did not see a difference in bleeding rates, so he had secluded that as a factor.

Manufacturer narrative:
Product complaint #: (B)(4). Date of report: month and day unknown. Only year (2018) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Would the surgeon be interested in speaking with ethicon medical and engineering personnel? Can you provide the account number or hospital name? What surgical procedures were performed? Can you confirm the product codes of the device used in each case? How many patients had post-op bleeding in 2018 that required a transfusion as he had stated 10% of his patients in 2018? How many patients required an intervention of "throwing a clip on it" post-operatively in 2018? Were the clips placed via a proctoscope? If so, were any staple formation issues identified? How many patients had to stay in the ICU for close monitoring? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was a complete washer transection confirmed? Were there any staple formation issues identified? What is the current status of the patients? Attempts are being made to schedule a call with the surgeon to address the above questions. If additional information is provided, additional complaints may be opened accordingly and medwatch reports submitted as required.

Event description:
It was reported by the surgeon that he has had a few hemostasis issues with the circular stapler. The surgeon reported that hemostasis issues were occurring both intra and post-op. He reports that about 50% of his patients (exact number of patients not reported) during 2018 experienced hemostasis issues due to the anastomosis site. When the bleeding occurred intra-op he could visually see the bleeding site. To address the bleeding, the surgeon said he would typically throw a clip on it. Hemostasis issues would typically manifest post-op with bloody stool. No patients received reoperations. The surgeon reported that an estimated 10% of patients received blood transfusions during 2018. He also reported that many of his patients had to stay in the ICU for close monitoring. Again, he was unable to quantify the number of patients.